Event description:
Customer reported the insulin pump kept alarming that she was low at 40 mg/dl and blood glucose was in the 100 mg/dl range. Customer then went on stating she had dropped her transmitter into the water. Customer's blood glucose was 181 mg/dl at the time of the event. Customer stated her sensor reading and blood glucose readings have been off for two days. No further information reported.

Manufacturer narrative:
Insulin pump received with moisture damage on contact pins. Insulin pump passed functional testing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.